Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. No allegations were made against the head as the consulting clinician confirmed that the liner disassociated from itself. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had pain and funny noise in their hip. Doctor determined a right hip revision was needed. Acetabular insert and femoral head were revised and replaced.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had pain and funny noise in their hip. Doctor determined a right hip revision was needed. Acetabular insert and femoral head were revised and replaced.